Event description:
Patient presented to the physician with ipg migration and pain after being elbowed at the chest incision site. Physician brought the patient into the or, repositioned and re-sutured the ipg, removed skin tissue, and closed.